Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning. It was further determined that the device was without function and the motor was defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a faulty material. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the electric pen drive device had an unspecified defect. During in-house engineering evaluation, it was observed that the control unit was not functioning. It was further determined that the device was without function and the motor was defective. It was not reported if the device was used in surgery. There were no delays to a scheduled surgical procedure. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.